Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause of the reported issue cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for this event. The patient was not discharged from the hospital after having an unspecified implant procedure. The cause of peritonitis was unknown. The patient was treated with vancomycin (1gm and repeat after five days) and injection of meropenem (for 15 days, dose not reported). At the time of this report, the patient was recovering from peritonitis. No additional information is available.